Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated on 02/08/2010. Therefore, this report requires a 5 day MDR based on this new info.

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the devices were not firing at all. Opened another and same thing occurred. Opened another product to complete the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.